Event description:
It was reported that the patient had two inappropriate shocks two days post implant. The shocks were due to oversensing noise. Technical services suspects the noise was due to air entrapment. The clinic may reprogram the sensing vector for better sensing. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had another inappropriate shock. The shock was due to oversensing with noise and reduced intrinsic amplitudes. The device sensing vector has now been changed to primary. The patient was sent home and will follow-up with the latitude home system. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had two inappropriate shocks two days post implant. The shocks were due to oversensing noise. Technical services suspects the noise was due to air entrapment. The clinic may reprogram the sensing vector for better sensing. There were no additional adverse patient effects. The system remains implanted.